Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon detached. A 8.0x30x75cm express ld vascular stent was selected for use for a percutaneous transluminal angioplasty (pta) procedure in the femoral artery. The target lesion was not tortuous and had a normal amount of calcification. The physician used a retrograde approach to stent the target lesion. The lesion was pre-dilated using a 7x40 balloon. The express stent was then placed successfully with no difficulty and no malposition of the stent. After the stent was placed, the physician attempted to remove the balloon and some resistance was felt. The physician then realized that only the shaft part of the balloon was exposed and the balloon had detached and remained fixed inside the sheath. The balloon was then removed with the sheath all together. There were no patient complications reported and the patient's status post procedure was fine. It is the physician's opinion that this event was due to a device malfunction and not the patient's underlying anatomy.